Event description:
According to the reporter, parts of the insulation fell into patient cavity. Not all pieces were retrieved from patient. There was no patient injury.

Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the device's rod insulation was damaged and missing pieces. The missing pieces were not returned to investigation. The reported condition was confirmed. The investigation found the device rod insulation was damaged in two different places. The damage to the device rod insulation is consistent with misuse of the device. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw instruments from cannulas to avoid possible damage to the devices and/or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.